Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that during device implant, the physician noted that this right ventricular (rv) lead showed signs of wear on the terminal end just outside the device header. Additional information received from the field indicated that the rv lead also had insulation damage. The rv lead was surgically abandoned and was replaced. No additional adverse patient effects were reported.